Event description:
It was reported that approximately two weeks post-implantation, the patient experienced a hip dislocation. It is unknown what treatment that patient has received for the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A1: patient ID: (B)(6). D10: cat#: 00-8775-032-02, lot#: 3194420, biolox delta head 12/14 32x0. Cat#: 20802010017, lot#: 1.4.4.25, rosa platform 100v. G2: foreign ¿ japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. The following was corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Images assessed, not sent to radiology as they are intraop fluoro / rosa planning images which do not contain the alleged event. Sending the images would not enhance the investigation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.